Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while firing, the handle broke, and the anvil got disengaged into the cavity. This resulted to poor staple formation and the donut was incomplete - only half was formed. It was noted that an improperly matched instrument and anvil combination were used for the procedure, and there was excessive tissue incorporated into the barrel of the stapler. The incision was extended more than one inch. A colostomy was done to resolve the issue and complete the case.